Event description:
It was reported that major hemorrhage occurred. The patient, with calcium at the native annulus, leaflets, and left ventricular outflow tract, was selected for a 27mm lotus edge valve implant. After the 27mm lotus edge valve (batch 24309261) was deployed, asymmetric unsheathing and a twisted post was observed. The physician's tried twice to mitigate the observations by re-sheathing and deploying into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU) however, was unsuccessful. A second 27mm lotus edge valve (batch 24325029) was prepared and the first valve was removed. The second valve was deployed and again during deployment stage 1, exhibited asymmetric unsheathing. The second 27mm lotus edge valve was re-sheathed and then fully deployed into a deeper, more accurate position within the aortic annulus, in accordance with the instructions for use (IFU) which successfully mitigated the observation. Two days post index procedure, major hemorrhage occurred.